Event description:
Malfunction of treatment tip caused unexpectedly high concentrations of heat to be delivered to a small portion of treatment area, resulting in blotched white mark on the skin. Follow up two weeks later indicated spot was gone and only slight redness remained on skin.